Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she fell a couple of months ago and was having issues after that with her settings. The patient stated she thought there were only two settings and she didn¿t like the one she was on so she switched it. The patient wanted to meet with the manufacturer representative for settings adjustments. The patient was directed to follow-up with the healthcare provider to adjust settings. The indication for use was spinal pain. No patient symptoms reported. Additional information was received from a manufacturer representative. It was reported that the only information rep had was that they saw the patient on (B)(6) 2015 for a reprogram. Patient stated at that appointment that they had a fall. All of the impendences were within normal limits. Rep was able to reprogram and get good coverage.  Rep had not heard from the patient since. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the fall and the settings issue was first noticed in (B)(6) 2017. Patient did notify their hcp. The cause of the fall was that patient lost balance while getting in the bed (high mattress). Program was changed and level of stimulation was increased. The fall and the settings issue was resolved. Patient provided their weight information. No further complication were reported/anticipated.